Event description:
I am a patient that uses the omnipod dash insulin delivery system. On (B)(6) 2023 I experienced extreme pain in the area of my abdomen where the insulin pod was inserted. The pain began after dosing insulin. I checked the viewing window on the pod where you can see the cannula and this area was filled with blood. I have had numerous issues with this product in the past and have made numerous complaints to the makers of this product. (Insulet corporation) and they have just sent replacements with no further guidance as too why this continues to happen. This was the second day of wearing this pod when it occurred so it did not occur due to the insertion of the pod but occurred randomly out of no where while wearing this system. Upon removal of this pod I had to seek help from my girlfriend because as I took it off the area in which the cannula was inserted began to bleed profusely, I got gauze and began to apply pressure on the area to stop bleeding. This is raising concerns for me as I have brought this concern to the company numerous times and have not gotten an true answer as to why the area begins to randomly bleed while using this therapy. As well as bleeding I experienced extreme high levels of blood glucose during this date (B)(6) 2023. Implant date (B)(6) 2023.